Event description:
It was reported as the physician loaded the firstpass needle and suture capture onto the firstpass passer the needle and suture capture did not attach properly to the firstpass passer. Upon closer inspection, the physician reported the barb on the suture capture does not fit properly within the groove on the lower and upper jaw of the passer. The procedure was completed with a new firstpass passer. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufacturers reports: 3006524618-2012-00573.